Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2014; 7120-65 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for what the device saw as ventricular tachycardia when the patient had gone into an atrial arrhythmia and supra ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.